Manufacturer narrative:
Patient identifier: the patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Relevant tests/laboratory data/other relevant history: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Device evaluated by MFR: the angiosculpt device was not returned, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat an at peripheral lesion to improve blood flow to the left foot. During inflation, the balloon ruptured at an unknown pressure. Upon removal, it was noted that the balloon detached from the shaft, but remained intact to the device. No patient injury reported. This product problem is being submitted because it is unknown if the balloon ruptured above the rated burst pressure (rbp). There is potential for harm if it were to recur.